Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed. At the time of the report, the pelvic pain, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. New events added- chronic/pelvic pain, dyspareunia (painful sexual intercourse) and abdominal pain¿. Reporter, demographics; essure indication (amended), essure insertion date (updated) were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') and embedded device ('metal coils (essure device) firmly embedded with both proximal fallopian tubes.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, pregnancy, vaginal bleeding, fetal demise, d & c, obesity, vaginal discharge abnormality, trichomonal vaginitis, phlebitis postpartum, female condom, gravida, back pain, pelvic pain female, itching, rash, pain in hip, knee pain, pain in extremity, joint pain, abdominal pain, dysuria, offensive vaginal discharge, epigastric pain, acute upper respiratory tract infection, headache, covid-19 antigen test negative, allergy to antibiotic, sciatica, diarrhea, nausea, adenomyosis, perineal pain and cervicitis. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved and the embedded device and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, embedded device and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2006. Left: the trailing coils were countered and there were two of them. Right: the trailing coils were three countered. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: occluded fallopian tubes bilaterally with satisfactory positioning. Of essure devices. There is a question of a possible 8mm sub mucosal fibroid in the left side of the uterine fundus. Imaging procedure - on an unknown date: result not provided. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: medical record received : reporter information, medical history, new event metal coils (essure device) firmly embedded with both proximal fallopian tubes were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, pregnancy, vaginal bleeding, fetal demise, d & c, obesity, vaginal discharge abnormality, trichomonal vaginitis, phlebitis postpartum, female condom, gravida, back pain, pelvic pain female, itching, rash, pain in hip, knee pain, pain in extremity, joint pain, abdominal pain, dysuria, offensive vaginal discharge, epigastric pain, acute upper respiratory tract infection, headache, covid-19 antigen test negative, drug allergy, sciatica, diarrhea and nausea. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2006. Left: the trailing coils were countered and there were two of them. Right: the trailing coils were three countered. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: occluded fallopian tubes bilaterally with satisfactory positioning. Of essure devices. There is a question of a possible 8mm sub mucosal fibroid in the left side of the uterine fundus.. Imaging procedure - on an unknown date: result not provided. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-may-2021: quality safety evaluation of ptc. On 13-may-2021: fu 12 & 13 process together. Medical record received: medical history, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, pregnancy, vaginal bleeding, fetal demise, d & c, obesity, vaginal discharge abnormality, trichomonal vaginitis, phlebitis postpartum, female condom and gravida. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had resolved and the abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2006 left: the trailing coils were countered and there were two of them. Right: the trailing coils were three countered. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: occluded fallopian tubes bilaterally with satisfactory positioning. Of essure devices. There is a question of a possible 8mm sub mucosal fibroid in the left side of the uterine fundus.. Imaging procedure - on an unknown date: result not provided. Ultrasound scan vagina - in (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: pfs received. Event outcome for dyspareunia (painful sexual intercourse) were updated. Fu 7 , 8 , 9 and 10 processed together. On 21-apr-2021: mr received: reporter, medical history, lab test and rcc added.. Fu 7 , 8 , 9 and 10 processed together. On 30-apr-2021: mr received. Reporter's information added.. Fu 7 , 8 , 9 and 10 processed together. On 28-apr-2021: pif received . Fu 7 , 8 , 9 and 10 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure implant date (B)(6) 2005 and (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event outcome of pelvic pain was updated from unknown to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.